Event description:
A malfunction was reported on the pump by the customer, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, and after resetting, the malfunction code did not recur. The customer was informed to continue using the pump and to contact support if the issue reappears.